Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 23mm 3300tfx valve in the pulmonary position underwent a valve-in-valve procedure after an implant duration of eight years, three months due to severe stenosis and moderate regurgitation. The tavr was performed with a 23mm 9600tfx transcatheter valve. The patient was transported to the pacu for observation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was learned via the implant patient registry that a patient with a 23mm 3300tfx valve in the pulmonary position underwent a valve-in-valve procedure after an implant duration of eight (8) years, three (3) months due to leaflets immobility resulting in severe stenosis and moderate regurgitation. The tavr was performed with a 23mm 9600tfx transcatheter valve. The patient was discharged on pod #1.

Manufacturer narrative:
`The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's age at time of implant and implant position.